Manufacturer narrative:
A review of the manufacturing records for the lot identified no substantial deviations from the validated processes and demonstrated the product was manufactured and distributed in compliance with FDA, state, local and manufacturer operating procedures. Biocompatibility testing per iso 10993 has demonstrated that this product line does not cause adverse responses in test subjects. Usage of this product for hair loss is off label. Due to the subsequent medical intervention and out of an abundance of caution this MDR has been filed.

Event description:
On (B)(6) 2017 physician injected mixture of platelet rich plasma and micromatrix powder into the scalp area. On (B)(6) 2017 patient returned to the clinic to voice some concerns, and was referred to a dermatologist. Patient stated she was having a reaction and described the area was very painful, there was soreness, but no redness in area, her hair seemed "electric" and began to fall out. Patient claimed no allergies to pork or other substances. Dermatologist ruled out lichenoid reaction. On (B)(6) 2017 patient returned to the clinic with continued complaints, and had skin test performed by original treating physician. On (B)(6) 2017 original treating physician noted that patient had a mildly positive reaction which was described as "red and raised area" by the patient. Per the patient, her primary care physician prescribed antihistamines, and benadryl for sleep. On (B)(6) 2017 it was noted by original treating physician that the redness was resolved, and, based on past history of duloxetine use duloxetine was restarted.